Event description:
It was reported that the interrogation report was unable to be transmitted due to the mobile programmer application being utilized inadvertently instead of the remote monitoring application. Troubleshooting steps included escalation to technical support who confirmed no transmission had been received in the past 90 days. It was advised to utilizing the remote monitoring application when performing interrogations and to send transmissions. It was additionally mentioned during troubleshooting with technical support that the user's patient connector was not functional and there was no battery indicator light observed. The company representative was paged to assist in resolving the patient connector issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.